Event description:
It was reported the device was explanted and replaced, due to premature battery depletion. The patient outcome was noted as 'ok'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis found that the high current drain condition was the result of high leakage internal to a battery filter capacitor. Further analysis determined that excessive dc leakage in the battery filter capacitor was the cause of the high system leakage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device was explanted and replaced due to premature battery depletion. The patient's outcome was noted as 'ok'.